Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer from germany reported that he performed a blood glucose test with his contour next link 2.4 meter and obtained a reading of 3.4 mmol/l. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 0dpef06a for evaluation. The returned vial of test strips contained only two test strips, therefore, the in-house contour next test strips from lot # 0dpef06a were also used for testing. The returned meter was tested with the returned test strips and in-house contour next control solution, which gave a satisfactory performance. The returned meter was then tested with the in-house test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly marked as blood tests in the meter's memory.